Event description:
Received information from ivc legal regarding an alleged incident involving an ivc bed being present in a room where a fatal fire occurred.

Manufacturer narrative:
(B)(4) 2012 - kel - retrospective review of this file based on protocol (B)(4)determined this is an MDR. No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4), was approximately 1 year 10 months old at the time of the incident. The owner's manual part number 1114836 rev (dec-03) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The bed was installed by the dealer on (B)(6) 2008. The fire allegedly broke out in the early morning hours of (B)(6) 2008. The fire allegedly started in the room where the bed was assembled and plugged in. Synopsis of investigation by firetech (dated (B)(4) 2008) stated that the fire began inside the living room west wall where an entertainment center was located. Entertainment center held a television, dvd player, cable dish controller, stereo, collectables, and candles. The power cords for the stereo and related components were not found during the investigation. The home used power strips and extensions to run electrical items. Two power strips and multiple outlets for the hospital bed, lamps and other items were located. Due to insufficient information, the fire cause was undetermined. Only party able to inspect product before it was destroyed was homeowner's expert and they opined it was not the bed that started the fire. However, the bed was discarded and invacare will not have the opportunity to inspect the product ourselves.